Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: visual analysis of the returned device revealed the collar was separated but the polytetrafluoroethylene (ptfe) liner was still in tact, holding the device together. Flat spots were observed along the distal shaft. The first flat spot started from the tip to approximately 16mm, and the second flat spot started 103mm from the tip to approximately 112mm from the tip. Microscopic inspection revealed that the inside diameter of the tip is oval and there is damage to the tip. There was blood present in and on the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported the device was fractured. A guidezilla guide extension catheter was selected for use in the heart. During the procedure inside the patient, the device became fractured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported the device was fractured. A guidezilla guide extension catheter was selected for use in the heart. During the procedure inside the patient, the device became fractured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.